Event description:
It was reported that the event involved a male pt in the outpatient cath lab. The md inserted the catheter into the sheath via the right groin with success. During removal, it was observed that there was no balloon on the end of the catheter. As a result, the balloon was not able to be found, including taking apart the sheath and triple checking for any part of the balloon. The pt's family was notified of the event. There was no report of pt death, complications or injury at the time of entering this report. Pt outcome is pt walked out fine. Additional info received from the sales rep on (B)(4) 2011 stated that they used a 7 fr cordis sheath. They examined the sheath and all drapes to try to find any fragments of the balloon and were unable to. They did test the balloon prior and it inflated fine, plus they got all the pressures they hoped for during the case.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.